Event description:
It was reported that the unit zoomed into a nurse leading to pain in the nurse's hips and a strain to her back. Upon evaluation, no defect was found with the product.

Manufacturer narrative:
This is a duplicate of MFR report #0001831750-2022-00583. The serial number (B)(6) and catalog number 3009px-zmx-600 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report #0001831750-2022-00583 for full reporting of this event.

Event description:
It was reported that the unit zoomed into a nurse leading to pain in the nurse's hips and a strain to her back. Upon evaluation, no defect was found with the product.